Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implantation procedure, the patient experienced glare, halos, and headaches since the beginning. She is not able to stay on the computer for long due to the glare from the computer. She was referred to another doctor who gave her a steroid medication and preservative free artificial tears, but she is not sure why. Additional information was provided by an optometrist, who reported that the exam impression indicated dry eye syndrome and anterior uveitis. The patient does have some cells in the anterior chamber and was prescribed steroid medication to see if that helps her symptoms photophobia. Collagen plugs were inserted in the lower lids and artificial tears were prescribed for the dry eyes. Further information was reported by the consumer, who reported that she is off of the steroid drops and is only using artificial tears now. The inflammation has decreased. There are two medical device reports associated with this consumer. This report is for the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer, who reported that her headaches are so bad that she is seeing a neurologist. She is also seeing another surgeon for a second opinion. The consumer is seeking to get the lens removed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer, who reported that she is having headaches. Wears dark sunglasses that are polarized. Computer screen has glare and unable to play games. Using preservative free artificial tears multiple times through the day and ointment at night.